Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had previously been admitted to the emergency room (ER) on (B)(6) 2026, stating that the patient has had numerous issues with the infusion set and that her pump is not alerting her to any issues. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.